Event description:
Pt 1 had an EKG stress test on the event date. Pt got what appeared to be contact dermatitis at electrode site. The dermititis was noted on the 30th of the month when the pt went in to see the dr. The pt was treated with keflex (cephalosporin antibiotic) and a topical gel.

Manufacturer narrative:
We assume that the antibiotic is appropriately treating the diagnosed skin condition and that full recovery has occurred. We will follow up with lab director and report if there is any adverse info. I offered to test any product that she had used on the pt. She said, that they use "a lot of nuprep" and she did not know which tube she used, so she said, that there was no product that could be tested. Nuprep is robustly antimicrobial and this safeguards itself from contamination, but it should not be considered a skin disinfectant. This is info that I relayed to her. In lab director's words, this is a "one off" event and has not happened to her before. Unusual event and no conclusion can be drawn.